Manufacturer narrative:
The insulin pump passed the functional testing, including the prime test, displacement test, basic occlusion test, occlusion test and excessive no delivery alarm test. Minor scratches on the display window, a cracked display window, a cracked case near the display window corners, a cracked reservoir tube lip, scratched reservoir tube window and slight damage to the battery cap coin slot were noted during the visual inspection.

Event description:
Customer reported hospitalization due to diabetes ketoacidosis. The blood glucose reading was 700 mg/dl. Customer was admitted into ICU. Customer was admitted for diabetes ketoacidosis on (B)(6), 2012. The blood glucose level was 882 mg/dl. Customer was admitted to hospital on (B)(6) 2013 with a blood glucose reading of 795 mg/dl. Physician stated that the insulin pump was defective. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.